Event description:
A patient who was implanted with elevate anterior graft in late 2008, reported at 6 week visit, she was experiencing "denovo mixed urinary incontinence." Urodynamics has been arranged. No further information provided. Ams has requested additional information.